Event description:
The customer reports instances where the patient orientation indicators are incorrect, due to previously undetected errors in the dicom header information from sending the modalities (particularly cr and dr exam types). There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when additional information becomes available. (B)(4).